Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had silicone visible. The following information was provided by the initial reporter translated from dutch to english: according to procedure, we submit all anomalies found at the end of the batch. All abnormalities were found during packaging, i.e. Before use. No patients are involved. The first report dates from (B)(6) 2023 and the last from (B)(6) 2024. None of the abnormalities were assessed by us as high risk. Staxs complaint refs: (B)(4). Article code: (B)(4) 1ml ll bns batch: 2063469 - silicon x 60 - damaged tip x 3 - damaged outside x 3 - burned luer lock x 10 - scale marking issue x 150 - embedded matter x 2 - plunger issue x15 - plunger issue x 7 - damaged inside of barrel x 1 all samples are available and can be collected from the following address: (B)(6) additional information provided on 04/03/2024: "the silicon oil is in the path but behind the stopper."

Manufacturer narrative:
Two-hundred and forty-five samples of 1ml luer-lok syringes (p/n - 309648) were received and evaluated. All samples were received loose segregated by defect within eight smaller bags. 77 syringes were found to have no defects observed. 149 syringes were found to have missing print of the scale markings, 7 were found to have silicone on the plunger rod non-fluid path, 7 were found to have deformed stopper, 3 were found to have scrapes on the barrel, and 2 had brownish embedded discoloration. The reported defects of silicone, damaged tip, burned luer-lok and plunger issue were not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the scale markings missing, silicone on plunger rod, stopper deformed, and barrel damaged defects is associated with the assembly process. Potential root cause for the brownish discoloration is associated with the molding process.

Event description:
No additional information.